Manufacturer narrative:
Concomitant medical products: 620bg33, annuloplasty band, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the patient had been experiencing a racing heart and they were trying to determine if it was pacemaker-mediated tachycardia. Testing was conducted and the post-ventricular atrial refractory period was adjusted. It was noted that the patient's rate had decreased upon magnet application. The cardiac resynchronization therapy pacemaker (crt-p) remains in use.  No further patient complications have been reported as a result of this event.